Event description:
A customer observed a non reproducible positively biased result with a plasma pt sample using vitros troponin I es reagent on a vitros eci analyzer. Add'l samples drawn from the pt were not biased as was a repeat of the original sample. The customer states that all pt results were reported for the samples assayed. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event was unable to determine exact root cause of this event although it appears likely that some sample preparation error may have occurred. Analysis of the instrument datalogger files and quality control results could not find any evidence that an analyzer or reagent error had occurred. There was no allegation of harm as a result of this event. The root cause of this event is unk although operator error in the preparation of the sample cannot be ruled out.